Event description:
The customer reported that the system stopped, shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc representative performed an onsite investigation. The pc guard was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.